Event description:
It was reported that during a stenting treatment procedure stent damage and withdrawal difficulties occurred. Access was obtained via the right radial artery. The 80% stenosed target lesion being treated was located in the circumflex (cx) artery. Pre-dilation was not performed. A 2.25x12mm taxus liberte stent delivery system (sds) was advanced to the cx and while attempting to position the sds there was resistance advancing it to the target lesion location. It was decided to remove the device and resistance at the lesion site was felt during withdrawal. Upon examination outside of the patient damaged stent struts were noted. The procedure was completed with pre-dilation with an unspecified balloon and deployment of a 2.50x12mm promus stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).